Event description:
Procedure: unknown, patient sex: unknown. The original reported stated that the customer sustained a burn on the outer part of their nose. Upon testing of the device a hi-pot failure was confirmed.